Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited post-sensed t-wave oversensing (pstwos). No intervention was performed. There were no patient consequences.